Event description:
Reporter indicated that during a planned prophylactic vns generator replacement surgery, it was noted the lead was fractured. The generator was explanted and not replaced, and the lead was cut by the reporter at the generator header location. Vns diagnostics were reported as normal per the treating neurologist in (B)(6) 2012. The patient is doing well clinically at present and no surgery to replace the vns is currently planned. However, if vns therapy is desired again, the neurologist will refer to a different surgeon. The neurologist feels the reporter accidentally cut the lead in surgery, causing the fracture. Attempts to the reporter for more information regarding the lead fracture and return of the generator and lead remnant are in progress. Attempts for lead product information from the implanting hospital were unsuccessful as the hospital will not release any information without a release form signed by the patient.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a frank lead break was noted upon opening the patient during the surgery. The reporter feels the lead break was present prior to the surgery. The explanted vns lead remnant and generator have been returned and are pending analysis.

Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation. Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the generator did not identify any anomalies, and the analysis concluded that no abnormal performance or any other type of adverse condition was found. Analysis of the lead noted the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.